Event description:
On 10/29/1998 following a catheterization procedure (type not documented to manufacturer), an angio-seal device was placed in a pt's groin. Within the week following the procedure, the pt experienced symptoms of vascular compromise (a cool, white procedure leg). The pt was taken to surgery where a thrombectomy was performed. As of 01/04/1999 there has been no further report to the manufacturer of additional complication or pt sequelae.